Event description:
It was reported that during an unknown procedure the product tore at the ring when the surgeon went to use it. It was not known if any part fell into the patient. It was not known how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did any piece of torn seal fall off into patient? If so, were all pieces retrieved? How was case completed?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the iris seal of the hap02 device was torn. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated horizontally, where the tear continued 360º around the upper ring. No functional testing could be performed due to the condition of the returned device. Although the iris seal is torn, the opening and closing mechanism could be tested and it functioned as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.